Manufacturer narrative:
We are investigating the case in detail.

Event description:
On (B)(6) 2016 a (B)(6) year-old female patient received 1st injection of artz dispo into the knee for osteoarthritis. She developed swelling. On (B)(6) 2016 she visited the hospital again. The symptom was worsen. The joint fluid collected by the puncture was cloudy. On (B)(6) 2016 she was admitted to other hospital. On (B)(6) 2016 she was in the hospital.

Manufacturer narrative:
This is a definitive report. The injection physician refused to cooperate on the investigation without providing further information on this case. All batches of artz dispo have passed the release test. Furthermore, no infectious case has been reported except for these two cases (9612392-2016-00010, 9612392-2016-00011); the product quality is therefore not related to the infection. In addition, the physician does not consider the adverse event was due to the quality of the product.

Event description:
On (B)(6) 2016 a (B)(6) year-old female patient received 1st injection of artz dispo into the knee for osteoarthritis. She developed swelling. On (B)(6) 2016 she visited the hospital again. The symptom was worsen. The joint fluid collected by the puncture was cloudy. On (B)(6) 2016 she was admitted to other hospital. On (B)(6) 2016 she was in the hospital.